Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product/provided pictures identified signs of use (nicks, gouges, scratches) and confirming the dovetail feature is flared. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 : unknown - unknown tibial component - unknown. G2 : foreign country : india. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the poly was not getting locked on the tibial base plate despite repeated attempts by the surgeon. The surgical technique was utilized. There was no surgical delay. All available information has been provided.